Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a frequent/persistent occlusion issue. The patient indicated that on (B)(6) 2012, occlusions continued although she had tried using 4 different cartridges and insets. That same day, the patient reportedly developed an elevated blood glucose (bg) level of "510 mg/dl" with symptoms of nausea and moderate ketones. Starting the night of (B)(6) 2012, the patient began to administer novolog u100 insulin via syringe. The next morning on (B)(6) 2012, the patient came off of the pump. The patient woke up that morning with a bg level of "140 mg/dl" upon waking and without symptoms. The pump's occlusion sensitivity and delivery speed were set to low. The pump's alarm history showed that on (B)(6) 2012, occlusions occurred at 8:49 pm, 8:21 pm, 8:13 pm, and 8:12 pm. After each occlusion alarm, the patient claimed that she disconnected but was able to prime successfully. The patient claimed that she encountered difficulty priming the cartridges without the tubing. The patient's inserting technique was found to be correct. The patient admitted to having scar tissue on her abdomen and hips. The patient was instructed to try using a cartridge from a different lot #. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, at this time it is unknown if a pump/cartridge issue and or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump/cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201832 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.